Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for radiculopathy therapy. It was reported that the patient's battery was replaced because it stopped working. No symptoms were reported and no further complications were reported or are anticipated.